Event description:
During a ptca procedure, the quantum maverick monorail ptca catheter balloon ruptured at less than 6 atms on inflation. The number of inflations and to what atms is unknown. All concomitant using products were unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.